Manufacturer narrative:
Bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for overfill with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to overfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode overfill. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported that during use with an unspecified amount of bd vacutainer® buffered sodium citrate (9nc) blood collection tubes the tubes underfilled. There was no report of patient impact. The following information was provided by the initial reporter: customer reports that tubes are overfilling.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with an unspecified amount of bd vacutainer® buffered sodium citrate (9nc) blood collection tubes the tubes underfilled. There was no report of patient impact. The following information was provided by the initial reporter: customer reports that tubes are overfilling